Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm) failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 12/30/2019. An investigation was conducted on 02/07/2020. A visual inspection was conducted. Only the loading device and the seal and tension spring assembly was returned. The seal and tension spring assembly was observed to be inside the loading device. The seal and tension spring assembly was removed from the loading device. No visual defects were observed. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm) failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.